Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).